Event description:
After retraction of needle, the blood is coming out of the end of the device. Manufacturer response for vanishpoint butterfly, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.